Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely low sodium results. The results were not reported out of the laboratory; therefore, patient treatment was not affected. When the issue was noticed, the samples were rerun on the other dxc instrument in the laboratory, and those results reported. The field service engineer (fse) inspected the instrument, then replaced and aligned the modular chemistry (mc) sample syringe, valve, probe and wash collar. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).